Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 265, 246 and 237 mg/dl. The customer's expected fasting blood glucose test result range is 125 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 205 mg/dl using truemetrix meter and 245 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/19/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 206mg/dl (B)(6) 2017 07:00 am fasting:yes; 246mg/dl (B)(6) 2017 09:30 pm fasting:yes; 237mg/dl (B)(6) 2017 08:00 am fasting:yes; 265mg/dl (B)(6) 2017 08:00 am fasting:yes; 137mg/dl (B)(6) 2017 09:00 pm fasting:yes' memory concerns: 137, 206, 237, 246, 265mg/dl. Customer is concerned with high readings. Results of concern are 137, 206, 237, 246, 265mg/dl. Expected fasting range is 125-130mg/dl.